Manufacturer narrative:
The pt remains ongoing on lvad support without any further issues. The power module pt cable was returned to the MFR for eval, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device. The power module pt cable caused intermittent problems, and at one time caused the lvad to stop for a brief period of time.